Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone #: (B)(4). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a battery failure. It was recommended that the battery be replaced. This investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se) and confirmed the reported problem. During the power-on test, the result showed that the direct current (dc) could not be powered on and that the battery is faulty. The se reported that the battery was replaced to resolve the issue. The device was returned to service.